Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer was able to fill the cartridge without changing supplies. Customer¿s blood glucose was approximately 130 mg/dl.